Event description:
The lay user/patient contacted lifescan (lfs) in early 2009, alleging that his one touch ultra meter was prompting an "er1" message. Per the one touch ultramini owner's booklet, this message indicates a problem with the meter. The complaint was classified based on the conversation, the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began approximately 2 weeks prior to contacting lfs. The cca noted that the patient manages his diabetes with a combination of diabetes medications (pills and insulin). As a result of the alleged issue, the patient claimed he guessed how much insulin to administer based on his feelings. The patient reported if he had known what his blood glucose was, he would of adjusted the amount of insulin he took (humulin r & n) based on a sliding scale. The patient also reported that as a result of the alleged issue his "sugar got high." The patient stated he developed symptoms of blurred vision, eyes burning and felt sick. The patient could not confirm when the reported symptoms began. The patient denied seeking medication attention from a healthcare professional; however, claimed he took an unspecified amount of insulin based on his feelings. At the time of troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.